Event description:
The reported feedback suggests that there was an under infusion. The infusions were programmed using guardrails and dual blood administration set was used. The volume to be infused was entered as indicated on the bag of blood and at the completion of the programmed infusion, it was noticed that half of the volume was remaining in the bag.

Manufacturer narrative:
The customer has stated that a blood infusion (bag volume = 300.0 ml) was started at a rate of 75.0 ml/h with a vtbi of 300 ml, however when the pump alarmed vtbi complete it was observed that 150.0 ml was remaining in the blood bag. Without being able to perform a review of the event logs, it is not possible to verify if these were the infusion rate and vtbi configured on the devices. A review of the customer advocacy database has identified previous reports for underinfusion, however, reports of this nature are rare and there is no trend of reports of this nature. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there was an under infusion. The infusions were programmed using guardrails and dual blood administration set was used. The volume to be infused was entered as indicated on the bag of blood and at the completion of the programmed infusion, it was noticed that half of the volume was remaining in the bag.